Manufacturer narrative:
Manufacturing site: asahi intecc hanoi co., ltd. Hanoi, vietnam, registration number: (B)(4). 3009121749. The reported caravel microcatheter was returned for investigation. The returned caravel microcatheter was found with its distal tip segment torn off. The tip segment proximal to the torn end was found twisted likely due to torsion applied. Microscopic observation of the torn end found a trace of ductile fracture on the tip polymer likely attributed to tension. Measurement of the returned caravel microcatheter suggested that the tip polymer was detached at approximately 2mm from the catheter tip. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that torsional stress generated with catheter manipulation to cross the lesion with the subject caravel microcatheter might have been locally applied on the distal segment of the microcatheter, twisting the tip segment. As tensional stress was applied during withdrawal attempts, the tip polymer was stretched and detached. Although it was concluded that this event was not attributed to product quality, it was concluded that the tip fragment left in situ could not be completely ruled out as the fragment was not returned. It was also concluded that removal of the tip fragment by using a snare was an additional treatment and therefore reportable. CAPA: no CAPA will be taken. Instructions for use (IFU) states: [contraindications] ~ do not use this microcatheter in advanced calcified lesion. [Warnings] ~?edo not rotate this microcatheter in any situation. (Rotating this microcatheter may cause damage to the microcatheter, and may also damage the blood vessel.) ~ if any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the causes are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damage to this microcatheter, and damage the blood vessel.) ~ this microcatheter must always be operated under high-resolution fluoroscopic guidance. Particular attention should be paid when inserting or withdrawing this microcatheter into or through stenotic areas, and narrower vessels than the microcatheter. (Abrasion may result in damage of this microcatheter. This may cause vascular injury and perforation.) [Malfunction and adverse effects] ~ separation.

Manufacturer narrative:
Manufacturing site: asahi intecc hanoi co., ltd. Hanoi, vietnam, registration number: (B)(4). Device evaluation could not be performed because the affected device had not been returned yet. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information, results of lot history records review, and referring to known similar event, it was presumed that stress generated with pushing and/or pulling manipulation of the subject caravel microcatheter might have been locally applied on the distal segment of the microcatheter while the catheter tip was caught by the heavily calcified lesion and/or the tortuous vessel. Consequently, the subject segment could be detached. Although it was concluded that this event was not attributed to product quality, it was concluded that removal of the tip fragment by using a snare was an additional treatment and therefore reportable. CAPA: no CAPA will be taken. The instructions for use (IFU) states: [contraindications] do not use this microcatheter in advanced calcified lesion. [Warnings] if any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the causes are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damage to this microcatheter, and damage the blood vessel.) This microcatheter must always be operated under high-resolution fluoroscopic guidance. Particular attention should be paid when inserting or withdrawing this microcatheter into or through stenotic areas, and narrower vessels than the microcatheter. (Abrasion may result in damage of this microcatheter. This may cause vascular injury and perforation.) [Malfunction and adverse effects] separation.

Event description:
It was reported that an asahi caravel microcatheter was used during a plain old balloon angioplasty (poba) to treat a heavily calcified, moderately flexuous, and severely tortuous 90-99% occluded lesion in the unspecified coronary artery. During the procedure, the distal tip of the caravel was detached. The tip fragment was removed by snaring. The procedure was completed with stenting. It was informed that there were no adverse health hazards caused to the patient, who was discharged already.